Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm noted during testing due to moisture damaged electronic assembly on electrical board. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. The device was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, missing display window cover, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.